Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) system experienced a cardiac arrest. The first shock converted the rhythm appropriately, but the patient went back into arrhythmia. A subsequent shock exhibited low shock impedances out of range and further attempts had charge times of 0.0 sec. The crt-d was interrogated and a code 1004 indicative of a short circuit during shock delivery was observed. The patient was given external shocks and cardiopulmonary resuscitation (CPR). Technical services recommended replacement of the crt-d and this right ventricular (rv) lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch form received: mw5151485.